Event description:
Routine complaint investigation when a consumer reported receiving error messages that prevented consumer from testing before bed. The next morning consumer was unresponsive necessitating any emergency response. Consumer treated with IV glucose to home and refused transport to the hospital. Consumer instructed to follow up with pcp.